Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation, abnormal bleeding (vagina, menorrhagia)"), pelvic pain ("severe pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy and spotting vaginal. Concurrent conditions included morbid obesity. Concomitant products included tranexamic acid (lysteda) since (B)(6) 2018 for genital bleeding as well as cholecalciferol (vitamin d) since (B)(6) 2018 and solpadeine (tylenol with codeine #3) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 3 months after insertion of essure, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue"), adnexa uteri pain ("burning pain in tubes"), depressed mood ("sad at times for no reason") and altered state of consciousness ("self conscious when on my cycle"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant) and back pain ("lower back pain, pain"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhoea"). On (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth"), allergy to metals ("nickel allergy") and weight increased ("weight gain/loss"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vagina, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("pain, abdomen"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain, pain"), arthralgia ("hip pain"), dyspareunia ("painful intercourse"), skin disorder ("skin issues"), rash ("rashes"), mass ("bumps"), pruritus ("itching") and anaemia ("anemia"). The patient was treated with heparin, warfarin sodium (coumadin), vicodin (norco), diclofenac sodium (flamydol) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, dysgeusia, dyspareunia, skin disorder, rash, mass, pruritus, alopecia, fatigue, anaemia, migraine, headache, nausea, allergy to metals, weight increased, adnexa uteri pain, depressed mood and altered state of consciousness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, altered state of consciousness, anaemia, arthralgia, back pain, depressed mood, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, mass, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the completion of the procedure, 2 coils are visualized in the right tubal ostia, and 1 coil is visualized in the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful; on (B)(6) 2010: confirming full occlusion fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received- new events sad at times for no reason, burning pain in tubes, self conscious when on my cycle were added. Pt of weight fluctuation updated to weight gain. Treatment and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.